Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism and the functionality of the helix were within the technical specifications. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4). We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that at the 10 day post implant device interrogation, it was noted the right ventricular lead exhibited loss of capture at maximum outputs. An x-ray did indicate a lead dislodgement. A revision procedure was performed where the lead was successfully repositioned. Additional information was received that eight days later the right ventricular lead exhibited loss of capture once again. An x-ray was taken, which showed dislodgement. Subsequently a revision procedure was performed where the lead was explanted. The physician did not re-implant the patient with another rv lead, instead he programmed the device to pace and sense only in the atrium. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.